Event description:
Cardiopulmonary arrest discovered and resuscitation started. Pt was receiving 3 in 1 tpn via catheter placed in the right subclavian using 1 port. Nurse noted tubing of filter had separated y-site with small amount of tubing left attached to catheter. There was blood loss, but the amount could not be quantitated. Pt responded to fluid and drug therapy.